Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated capture threshold resulting in increased pulse generator battery consumption. On (B)(6) 2019, the lead was capped and replaced successfully. There were no adverse consequences to the patient as a result of the anomaly.